Event description:
A hosp reported that the nasal cannula tubing on the bc2435 neonatal cannula had kinked off on several occasions prior to 2008, that were not reported. The customer further complained that the tubing becomes soft when warmed by humidified gas. No external source of heating was said to be used. The kink that occurred on the same day, was located at the back of the infant's head where the cannula wraps around and comes together near the sizing/fitting mechanism (the plastic sheath that allows the cannula to be fitted to the infant's head). The kinking lead to lavage of the infant when the kink was removed. Suctioning was required. According to the customer, the circuit was draped over the front of the warmer possibly putting downward/rearward force on the cannula. This was noted by the respiratory therapist due to whistling coming from room.

Manufacturer narrative:
The complaint device is unavailable for inspection and no lot number given. The info provided is based on the event description. Results: the oxygen cannula tubing is directed from the nose over the ears and to the rear of the baby's head. This allows the connection to the breathing tube away from the pt. The other method is to direct the tubing over the ears and under the chin, connecting the breathing tube over the pt's chest. A slider is moved to tighten the tubing where it bifurcates at the head or chin. If there is too much tightening, the slider can cause the tubing to kink. Conclusion: the tubing is a small diameter, flexible, and light weight, for comfort and unobtrusiveness, but makes the tubing easier to kink. The instructions for use say to check that the tubing is not kinked. Condensation in the tubing can occur from the use of the humidifier and may require suction of the nasal area. We are to investigate further the statement that the tubing is becoming soft when used with the humidifier. Our monitoring and trending for this type of event of kinking has a rate of occurrence worldwide for the last year of 0.0056 %.